Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4) implanted: (B)(6) 2002, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient was having a magnetic resonance imaging performed to evaluate the catheter tip. No symptoms were reported. No further complications have been reported as a result of this event.